Manufacturer narrative:
E1: patient city: (B)(6) . Patient country:hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced event of leakage at quick release or tubing on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004664 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: air leak according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004664 was manufactured according to the wi version 78 and packaging in the machine 12, on 04/dec/2023, with a total of (B)(4) units. Assembly: the lot 3m00321 was assembled according to the wi version 26 on-line inspection for assembly of quick set on 04-dec-2023, with a total of (B)(4) units each. The lot 3m00374 was assembled according to the wi version 26 on-line inspection for assembly of quick set on 04-dec-2023, with a total of (B)(4) units each. Gluing of tubing: the lots 3l04463 was glued according to the wi 4905078 version 41, automatic machine 04, 05 and 08, on 03-dec-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). And lot 6004664 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.